Event description:
N/a.

Manufacturer narrative:
Corrected fields : d4 # UDI , updated fields: b4,d8, d9, g3, g6, h2,h3,h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the doppler to resolve the issue. The fse encountered leak from regulator so the fse replaced the helium regulator, tested and all ok. Equipment repaired successfully and left in safe working order.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) doppler was dropped and it broke. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.